Event description:
Spontaneous report. Pts home health nurse administered gammagard infusion on 11/29, but when medication was down to last 50ml pump displayed an "alarm replace set 3" error. Nurse replaced tubing flushed line, but alarm returned and no medicine was going through the line. She was unable to infuse via gravity drip, as she said the medication was too viscous, and completed infusion by manually pushing 10ml every 3-5 minutes at rates matching the pump program. She started at step 5 until infusion completion. Pt tolerated infusion well, except for a headache that prescriber told her was an "ocular headache" and resolved the same day. Infusion was able to be completed, no clinical harm/injury suffered by pt due to pump malfunction, and malfunctioned pump is available for investigation, and new pump will be shipped for next infusion. Reported to (B)(6) by: patient/caregiver.